Event description:
It was reported to philips that the device shut down. The device was being used for defibrillation of an animal. The user stated that the unit shocked on every time but the fifth time. At that time, the device shut down and powered on. When the user tried to shock again, the device shut down. The device would only stay on to monitor, but not to shock. This device is intended only for use on human patients. As the user attempted to treat an animal with this device, this case is being reported as a product problem without patient involvement. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the battery needed to be replaced to return the device to working condition. The customer was provided the part number of the replacement battery. The device remains with the customer.

Event description:
It was reported to philips that the device shut down. There was no patient involvement.